Event description:
The report stated that the patient expired approximately 6 weeks after using a base vip swan-ganz catheter. The patient had suffered from severe cardiac failure and was initially admitted to the hospital with cardiogenic shock. "The catheter was used for monitoring in catheterization lab on (B)(6) 2010 when the patient was admitted to the hospital. The catheter was inserted from the internal jugular vein and reached approximately 60cm "and presumably the laxation was stretched when taking the wedge pressure and the catheter tip moved forward. There was a possibility of over-wedging". When the catheter was moved back the patient expectorated blood; no surgical manipulation was performed. Another catheter was inserted on (B)(6) 2010. The patient passed away due to cardiac failure and infectious shock in (B)(6) 2011. "The mark of wound to the pulmonary artery was observed at the autopsy when they first became aware of the injury". It was not possible to obtain information from the primary physician; however, a comment from other medical personnel was provided stating that "the injury to the pulmonary artery was an operating problem and not device related."

Manufacturer narrative:
The product was not returned for evaluation; it was discarded at hospital. A review of the manufacturing records could not be done without a lot number. Perforation of the pulmonary artery is listed as a potential complication in the product instructions for use. Review of the available information suggests that patient and procedural factors may have contributed to this event, rather than the design or manufacture of the device. No actions will be taken at this time.